Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported performance fraying suture intra-op or performance surface related defect - suture. An empty opened foil of product ocde j232, lot pb2135 was returned for analysis. As no suture was returned for evaluation, we are unable to investigate further to the issue. Viewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture kept bunching up and fraying. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.